Event description:
Unsolicited communication from pt who stated all week (exact start date not specified) both pump is alarming "no message just two tone alarm". Reviewed turn pump off, remove batteries. Pt just put in new batteries. Turned pump on, prompted to run, but as it was trying to run, alarm continued, blank screen and can't tell if running or not. Second pump same thing but getting no disposable. Pt removed cassette, tubing flush with cassette, reattached. Could be pump or cassettes. Advised would ship out 2 new pumps and 10 cassettes. Pump serial: (B)(6) maintenance due 06/13/2024 and serial: (B)(6)maintenance due 07/07/2024. Confirmed lot number of cassettes: 4396116 (all cassettes replacing are from this lot number) advised pharmacy would ship 10 cassettes. Pt states at least 2 cassettes involved but does want to use any of the cassettes she has on hand. Total cassette quantity pt has on had not specified. Expiration date of cassettes. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; are the actual devices and cassettes available for investigation? Yes, pending return by pt. Did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. No adverse event or missed doses reported. Pump return tracking info is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unk. No further info known. Reported to (B)(6) by pt/caregiver. Reference report #mw5150066, #mw5150068, #mw5150069.